Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.

Event description:
It was reported that during a thyroidectomy procedure, the device displayed a handpiece temperature error code 4. Another instrument was used to complete the procedure with no patient consequence.